Event description:
It was reported that devices diagnostic testing at office visit resulted in high lead impledance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as the cause of the high lead impedance test result. Review of x-rays did not reveal any obvious discontinuities in the ncp system on the portion of the lead that was visible. It was reported that the patient had not experienced any recent injury or trauma that may have damaged the ncp system and that the patient has no history of manipulating the device through the skin. Lead break is suspected. The patient has been referred for surgical consult.

Event description:
Visual inspection and electrical testing of the explanted pulse generator revealed no anomalies that would adversely affect device performance. The pulse generator met electrical test specifications and the battery had not reached and of life.